Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient was having an open heart procedure and the physician accidentally dislodged the ra lead. The lead was replaced and the issue was solved. No additional adverse patient effects were reported. There was no indication of product return.